Event description:
Type ii co-pak adapter fell off catheter causing contamination. This co-pak was placed in 2002 by the surgeon. Patient treated with prophylactic antibiotics. No ill effects experienced by patient.